Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned. Visual and functional inspection was performed on the returned device. The deployment difficulty and inaccurate delivery issues were not confirmed as the stent was fully deployed and not returned. The inaccurate delivery was due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, moderately calcified 70% stenosed, proximal left external iliac artery. A 9.0 x 40 mm absolute pro vascular stent delivery system (sds) was selected for the procedure. The sds was advanced to the lesion and during deployment of the stent implant, the thumbwheel stopped turning and they decided to remove the sds from the anatomy. When they pulled the sds back into the sheath the stent deployed at the aortic bifurcation instead of the proximal left external iliac as intended. The stent was left in place and a omnilink stent was implanted in the proximal left external iliac to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information provided.